Event description:
The hosp reported the pt's bowel was perforated during a procedure. The pt was transferred to the operating room for an exploratory laparotomy and repair of the sigmoid colon. The perforation was closed with a gastrointestinal stapler and sutures. The pt was taken to the post anesthesia care unit awake in stable condition and was later released without further incident.